Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors and high capture thresholds on the rv lead were observed. The ra lead exhibited noise. The leads were laser removed. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 6.4cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.